Event description:
Third revision surgery - due to the crew cross threading in baseplate. The glenosphere head broke off from the baseplate; the threads of the retaining screw were found stripped upon removal during surgery ((B)(6) 2013). (B)(4).

Manufacturer narrative:
The reason for this revision surgery was reported as the glenosphere head broke off from the baseplate; the threads of the retaining screw were found to be stripped upon removal during surgery. The original surgery was performed on (B)(6) 2012 and the first revision surgery was performed on (B)(6) 2012, almost two months later; the second revision surgery was performed on (B)(6) 2012, three months after the first revision surgery. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not returned to djo surgical for examination. (B)(4). The root cause of this complaint cannot be determined with confidence since the device was not made available to djo surgical for examination. Potential factors that can contribute to this event could be: high patient activity level, excessive shoulder loads, torques, or trauma. There was no information reported that showed a material, design, or manufacturing problem with the product.